Manufacturer narrative:
The ev1000a was returned for evaluation. The reported issue was not confirmed by the evaluation. The system was tested according to sop5898 and it passed all the tests without any issue. The device history record was reviewed; no related non-conformances were found. No previous related record of servicing. No escalation is required. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. The monitor will be returned to the customer. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, during preventive maintenance, this ev1000a platform did not reflect correct stroke volume (sv) and cardiac output (co) values when connected to patient simulator during the functional test. The sv value measure was 50 ml (tolerance range 32-40 ml). The co value measure was 3.7 l/min (tolerance range 2.4-3 l/min). See maintenance report attached. There were no error messages displayed. There was no patient involved. The device was available for evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.